Event description:
It was reported that an alert was triggered due to high impedance on the right ventricular (rv) lead. The lead exhibited high short interval counts (sic), noise and a confirmed fracture. The rv lead remains in use and a revision is planned. It was also reported that the rv lead issues resulted in out of range (oor) impedance on the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 bi-v ICD (B)(6) 2014. (B)(4).